Manufacturer narrative:
The insulin pump passed the displacement test and self test. No unexpected keypad anomalies noted during testing. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The menu button and back key were not responsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.